Event description:
It was reported that the patient experienced withdrawal symptoms the week prior to report, and the health care provider (hcp) was not able to aspirate the patient¿s catheter. The catheter was subsequently replaced on (B)(6) 2013, and two days later, the patient was exhibiting neurological decline. The hcp was contemplating troubleshooting. The pump device was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type catheter product ID neu_unknown_cath lot# serial# unknown, implanted: 2013 (B)(6); product type catheter. (B)(4).